Event description:
It was reported the screen is cracked and the lower display has two vertical lines. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lower display is missing columns. Display lens is broken. Upper case is broken and contaminated. Lower case and both bail covers are broken. Battery contacts are compressed.